Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 29 mg/dl at the time of the event. Troubleshooting was performed. The total amount of basal and bolus delivery did not correspond with what was recorded in the history files. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was monitored and no unexpected boluses were observed. The insulin pump was also monitored after it was programmed with multiple boluses, and all of the boluses delivered their indicated amounts and were recorded properly in the history files. After testing, it was concluded that the device operated within specifications.